Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -16.0/2.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore during injection/delivery into the eye; intraoperatively the lens was removed. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.